Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. D4 batch # 312c39. B3: only event year known: 2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage, with the anvil missing. The breakaway washer was not present and there were no staples present. When a test battery was inserted, the green checkmark illuminated. Indicating the device had been fired. However, when the reset battery was inserted, the light did not illuminate, and smoke was noted coming from the battery location on the device. The device was disassembled to verify the condition of the internal components. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the device. A possible cause of motor corrosion is due to bodily fluid ingress into the motor. The bodily fluid ingress could cause corrosion of the motor. As the device was received void of staples and a functional test could not be performed, we are unable to investigate further the event description. The event described could not be confirmed. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 312c39, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9cf0j and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for "device misfired"? 2. Where within the gap setting scale was the orange indicator prior to firing? 3. What confirmation was received that the device was fully fired? 4. Did the device staple? 5. Was the staple line complete? 6. Were there any staples missing from the staple line? 7. What was the shape of the staples (b-formation, irregular, legs straight)? 8. Were the staples deployed into the tissue? 9. Were the staples seen in the surgical field? 10. Did the device cut? 11. Was the cut line fully circumferential around the target tissue? 12. If the device fully cut, were both tissue donuts present? 13. If the device fully cut, were both donuts complete? 14. How many counter-clockwise revolutions were used to open the device? 15. How was it confirmed that the anvil was free from the tissue prior to removing? 16. After firing was the adjusting knob turned ½ to ¾ revolutions? 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? 18. Who fired the device? 19. Who removed the device? 20. Was the safety reset prior to removal? 21. What was the users experience with the device? 22. Could you please clarify if there were any patient consequences? 23. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection the device misfired during routine colon resection case. Surgeon is an experienced powered circular user. Patient consequences are unknown.